Manufacturer narrative:
Device evaluated by MFR.: laboratory analysis of the returned faradrive steerable sheath identified a leak from the flush lumen. Microscopic inspection revealed a tear in the flush lumen close to the valve underneath the handle cap. Microscopic inspection of the hemostatic valve found no significant damage.

Event description:
It was reported that air bubbles were observed. During a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation (a fib), a faradrive steerable sheath clear was selected for use. The faradrive sheath was inserted into the patient and a farawave catheter was inserted into the faradrive sheath. Once the farawave catheter was partially in the sheath, the sheath started to aspirate air and bubbles kept appearing nonstop inside the device. To solve the issue, the faradrive sheath was replaced with a new faradrive sheath, and the procedure was completed without patient complications. The device was returned for laboratory analysis.

Event description:
It was reported that air bubbles were observed. During a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation (a fib), a faradrive steerable sheath clear was selected for use. The faradrive sheath was inserted into the patient and a farawave catheter was inserted into the faradrive sheath. Once the farawave catheter was partially in the sheath, the sheath started to aspirate air and bubbles kept appearing nonstop inside the device. To solve the issue, the faradrive sheath was replaced with a new faradrive sheath, and the procedure was completed without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.